Event description:
It was reported that the patient underwent gynecological procedure on (B)(6) 2010 and a mesh was implanted. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Corrected narrative: it was reported that the patient underwent a gynecological procedure in order to treat a symptomatic grade 3 cystocele, pelvic organ prolapse, stress urinary incontinence and a hypermobile urethra on (B)(6) 2008 and mesh was implanted. The patient underwent the concurrent procedure of a cystoscopy during mesh implantation. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. The patient experienced pelvic pain post mesh implantation. No additional information has been provided. This is one of two medwatches being submitted. See also medwatch 2210968-2012-08462. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent vaginal sling revision/removal on (B)(6) 2011. It was reported that the patient underwent revision removal of vaginal mesh with anterior repair, including removal of tension-free vaginal taping and anterior prolift, da vinci assisted laparoscopic paravaginal repair with ureterosacral ligament suspension and cystoscopy on (B)(6) 2012.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent the gynecological procedure to treat pelvic organ prolapsed and stress urinary incontinence. The patient experienced pelvic pain post mesh implantation. (B)(4). This is one of two medwatches being submitted. See also medwatch 2210968-2012-08462. The same patient is represented in each medwatch